Event description:
It was reported to boston scientific corporation that a microknife xl was used in the airway during a bronchoscopy procedure performed on (B)(6) 2022. During the procedure, as the physician was trying to cut out something in the airway, the needle knife broke off into the patient's airway. The physician attempted to remove it with forceps; however, it was unsuccessful as he could no longer locate the broken piece in the airway. It was reported that there was no necessary medical intervention performed. The procedure was completed using an alternate method; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. No further information has been obtained despite good faith efforts. Note: it was reported that the microknife xl was used in the airway during a bronchoscopy procedure; however, per the instructions for use (IFU), the sphincterotome is indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papilla of vater and/or the sphincter of oddi, and the reported procedure is not described in the IFU.

Manufacturer narrative:
(B)(4).